Event description:
Physician reports patient with "a very painful capsular contracture (baker grade between iii and IV) on the right breast. A change of prosthesis with capsulectomy is therefore envisaged, no explant date scheduled yet". Device remains implanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified, weight to the spec, crease fold, deformation, brown particles on the surface of the shell, crystalline. Cloudy and voids were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very painful capsular contracture (baker grade between iii and IV) on the right breast."

Event description:
Physician reports patient with "a very painful capsular contracture (baker grade between iii and IV) on the right breast. A change of prosthesis with capsulectomy is therefore envisaged, no explant date scheduled yet". Device remains implanted.